Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material was present due to improper reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found evidence of insufficient cleaning due to the presence of foreign material falling off from the channel. Additional evaluation findings are as follows: 1.) An angle wire defect was noted; 2.) Defects of the insertion tube-non bending section; 3.) Defects of universal cord/ video cable; 4.) Defects of connector; 5.) Defects of control body; 6.) Air/water leakage. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model urf-v, uretero-reno videoscope to olympus for repair due to a report of an air/water leakage. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, evidence of insufficient cleaning was noted due to the presence of foreign material falling off from the channel. This report is submitted due to the finding of insufficient cleaning, due to presence of foreign material falling off from the channel, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.